Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The device memory indicated the unexpected delivery of a ventricular tachyarrhythmia therapy. Episode 34 shows evidence of atrial fibrillation (af) with rapid ventricular response leading to inappropriate shock.

Event description:
It was reported that the patient was hospitalized after receiving inappropriate shocks for atrial fibrillation (af) with rapid ventricular response. In addition, there was possible oversensing observed with the right atrial (ra) lead. The implantable cardioverter defibrillator (ICD)nd ra lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.